Manufacturer narrative:
H6: updated eval conclusion code to d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. H3: visual inspection of the returned pump identified damage to the septum however, it did not result in a leak during bench testing in the laboratory. Visual inspection of the sutureless connector (sc) of the returned catheter (sc assembly without pin) identified coring/tearing in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient had died and the coroner had requested analysis be performed to see if the pump was working correctly at the time of death and if it contributed to the patient's death. The date of death would not be made available. It was further reported that the consultant was planning on performing a catheter dye test on this patient as there was a fluid buildup around the pump that was noted at refill clinics, and they queried whether there was a catheter issue. Actions or interventions taken to resolve the issue was indicated as none. The issue was not resolved. The morphine pump had been removed and was to be returned to the manufacturer. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.